Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited corrosion on the focus knob and failed the water leak test from the video connector. There was no patient involvement.